Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services was unable to verify the failure; the image quality was good with a test blade. The device was returned to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the screen went blank while using different blades. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.